Manufacturer narrative:
An eval of the generator revealed no abnormalities. The generator passed final test and met all product specifications. When tested using the catheters used during the procedure, 100% energy was delivered. Visual inspection of the catheters noted nothing unusual. The catheters met product specification. The issue could not be duplicated. (B)(4).

Event description:
When sizing the esophagus prior to procedure, the physician noted the esophagus was too large to use a circumferential ablation catheter therefore decided to use a focal catheter. Lubricant was applied to the endoscope prior to delivering rfa. After the first round of ablations, it was noted that the output of energy delivered from the generator was low. The physician removed the catheter, wiped it clean and attempted ablation again however the output of energy was still low. A new catheter was used to ablate and also a low output of energy delivered. At that point, the physician aborted the procedure.